Event description:
A customer reported that their pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. Technical support informed the customer that the reset was a built-in safety feature meant to ensure the pump's performance, and they educated the customer on managing settings after a reset. The customer understood these explanations, and technical support assisted them in reloading the cartridge and resuming insulin delivery.